Event description:
It was reported that during an unk procedure, the device active blade broke off. It is unk if it fell into the pt, however, the piece is present with the device. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.